Event description:
It was reported that vassallo gt .014 ns1 (the product) was used in a cto case of a lesion in ata (anterior tibial artery) with moderate calcification. When the product was used via collaterals, the tip of the product was deformed. The procedure was completed without problems using the same type of the product. There were no health hazard on the patient.

Manufacturer narrative:
*Although the product is not distributed in the u.s., but in japan, similar products (product family) are distributed in the u.s. Therefore, the MDR is being implemented. **since filmecc became aware of the reportable malfunction and adverse event upon receipt of the product, the date of filmecc receipt of the product was entered in g3 date received by manufacturer. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (B)(4) over the past three years showed that the number of events of peeling was small and did not show an increasing trend. [Returned product investigation] the product was returned for evaluation. Deformation was observed in a range of approximately 25 mm from the tip of the product. In addition, deformation accompanied by coil collapse and damage (peeling) of the polymer jacket were observed in multiple locations within a range of approximately 10 mm from the tip, and it was confirmed that a part of the coil was exposed at a location of approximately 5 mm from the tip. The exposed part of the coil and the damaged part of the polymer jacket were confirmed in detail, but the coil did not appear to be torn by observing the condition of the tip. In addition, a kink and peeling of the ptfe coating were confirmed at approximately 55 mm from the proximal end. Based on the information obtained and the condition of the returned product, it was presumed that excessive contact between the product and the calcified area may have resulted in deformation with coil collapse, damage to the polymer jacket, and exposure of the coil at the damaged area due to repeated rotation and push-pull operations while the tip of the product was stuck in the calcified stenosis area by being trapped in the calcification during the process of passing through the cto lesions with moderate calcification via collateral. The peeling of the ptfe coating at several locations was considered to have been caused by excessive contact with metal devices of any kind, etc., based on the peeling condition of the product. Form the above, it was concluded that this event was not attributable to the product quality but to the procedure, however, it cannot be said that there is no possibility of serious health hazard on recurrence of the similar event, and the possibility of the detached fragments remaining in the patient's body cannot be completely ruled out. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] ~never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position. [Otherwise, damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction. ~do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include but are not limited to: damage of guidewire (separation, breakage, damage of coating).